Event description:
It was reported that the pump battery was not charging. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.